Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: elite ii, guide catheter: hyperion. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) artery with moderate tortuosity and heavy calcification that was 99% stenosed. A 3.25 x 12 mm nc traveler balloon dilatation catheter (bdc) was advanced on an elite ii guide wire for pre-dilatation and crossed the lesion; however, the balloon ruptured between 10 to 12 atmospheres during the first inflation. The bdc was deflated and removed from the anatomy. An assessment of the device was made by submerging it in saline and it was discovered that a leak occurred in the central part of the balloon. A new 3.25 x 15 mm nc traveler was used and the procedure was successfully completed after a xience alpine stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.